Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's smart device has been randomly rebooting on its own. No medical intervention was reported. Additional event or patient information is not available. No data provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.